Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed the pump was in fair condition, it was missing a nub on the downstream occlusion sensor and the housing was damaged. The investigation determined that the missing nub on the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited continuous beeping. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.